Event description:
The customer reported during the morning check, the client found that the battery is older than two years. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).